Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). User facility report: mw5066919. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not allow flow of the docetaxel solution and there were ¿cloudy looking white particles¿ in the filter, even though there was clear solution in the IV bag. The nurse had primed the main tubing and secondary tubing with normal saline and 135mg a docetaxel in a non-pvc normal saline 250ml bag. The set was used with an unknown IV pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.